Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The right ventricular lead was found to have high impedance with short v-v intervals. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.